Event description:
The customer had received a blood glucose reading of 227mg/dl on the contour ts meter, which she felt was too high. She alleged to have used contour test strips with the contour ts meter, which should have produced an error. The customer is expected to return her strips for evaluation. New meter and strips were sent to her.